Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient notices that when they increased the settings that it affected their right deltoid (which is part of their neck issue, not related to their implant) and caused equilibrium issues like they might lose their balance. They also mentioned that their stimulation was helping with their pain however, it was not as good as it was during their trial. The patient stated that the stimulation target area was in their lower back-back sciatica (both sides, but the right side was more a concern) and for both legs. Troubleshooting that has already occurred was the patient said when they decreased the settings the effects subsided. The patient stated that they had tried the other groups and group b worked the best for them. It was indicated that a trauma/fall was not related to the issue. Positional movement was also not related. The patient was redirected to follow-up with their healthcare provider (hcp). The patient did indicate that the change in therapy/symptoms was considered to be sudden. It was reported that about a week after their stimulation was turned on the side effects listed above and stimulation coverage not being as good as during the trial occurred (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-jul-06. It was confirmed that the stimulation in the wrong location (deltoid) started with the permanent system and was not felt during the trial. The patient still felt this on group a but group b was reprogrammed so that they did not feel the wrong location stimulation anymore and had better pain relief. The issues were reported to be resolved. No further complications were reported.